Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the that the architect i1000sr analyzer generated a false positive architect b-hcg result. Data was provided which indicated that an initial result of 3301.81 miu/ml was generated. The sample was repeated 2 times and both results were < 1.20 miu/ml. There was no report of impact to patient management.

Manufacturer narrative:
No customer returns were available for investigation. The field service engineer (fse) identified dried deposits in the process path of the architect i1000sr analyzer which were caused by leakage from a loose pipettor probe tubing connection. The fse cleaned the process path and tightened the loose probe tubing connector to resolve the issue. A review of the analyzer service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the service troubleshooting was performed. Customer complaint data was reviewed and no adverse trends or systemic issues were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect i1000sr analyzer was identified.